Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that after multiple unsuccessful attempts to implant the lead, the physician noted that the helix was not completely retracted. The physician was ultimately able to implant the lead and the lead remains in use. No patient complications have been reported as a result of this event.